Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4))displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in march 2007 and is 15 years old, well beyond the expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The archive data revealed latch error 136 - internal parameter corrupted, thus confirming the customer complaint. The defective processor board needs to be replaced to remedy the system error. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During training, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.